Event description:
It was reported that a large volume infusor experienced an overinfusion with an unknown rate. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between september 13, 2013 and september 17, 2013. The sample has been received, but the evaluation has not yet been completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information becomes available, a supplemental report will be submitted.